Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump alarmed no delivery. The patient's blood glucose was 540 mg/dl. Treatments or symptoms of the high blood glucose were not mentioned. During troubleshooting the customer was able to resolve the no delivery alarm by disconnecting and reconnecting the reservoir and infusion set; the customer was able to successfully prime. The customer was advised that the insulin pump was functioning as designed. The insulin pump and reservoir were not returned for analysis.